Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood flow stopped near the push button and subsequently leaked near the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 27-mar-2026 investigation summary bd received 5 photos and 1 sample for investigation. The photos and sample were reviewed and leakage was observed. Additionally, ten retained samples were functionally tested and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood flow stopped near the push button and subsequently leaked near the hub. No adverse impact was reported regarding the patient or user.